Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that the mx40 telemetry did not provide an asystole alarm although it was alarming for other alarms. It was reported that the patient suffered a serious injury. According to the customer the event happened at 10.04 am on (B)(6) 2017. Investigation is required to understand if any philips device caused or contributed to the serious injury.

Manufacturer narrative:
The arrhythmia algorithm worked as designed. The logs provided show that the central station ix was alarming normally for arrhythmia events. This was a single occurrence where the asystole threshold was not met and thus no asystole alarm was annunciated. The device was working as designed and there is no data to support a device malfunction. Per philips software development and clinical specialists, the behavior described in this sticr is caused by star detecting tall p waves (> 150uv) in the absence of r waves. Product labeling adequately instructs the customer to ensure the best qrs complex size and shape of the qrs for proper beat detection and classification and provides guidelines to choose leads which produce the best qrs morphology for analysis by the arrhythmia system. Information was supplied to the customer via letter. No data to support a malfunction. The customer reported a single occurrence where the patient was monitoring with a mx40 telemetry and a piic ix central station, and the customer alleged that the central station did not provide an asystole alarm in this one particular case. The central was alarming normally for all other alarms. The issue was reported as it was alleged that the patient suffered an asystole and an asystole is considered as a serious injury. According to the customer the event happened at 10.04 am on the (B)(6)2017. Investigation was required to understand if any philips device caused or contributed to the event. The product support engineer reviewed the strip with a patient monitoring clinical products specialist and software developer. The 6.97 second event was not considered an asystole event per the arrhythmia algorithm. The issue was described as heart block with residual atrial activity at the threshold (4 seconds), which prevented the asystole alarm from being generated. The asystole threshold is 2.5 to 4.0 seconds (4.0 seconds is the default setting). The algorithm showed a missed beat followed by what the algorithm interpreted as artifact and then ventricular ectopic beats. There was no asystole alarm as the 4 second threshold was not reached. The device was working as designed and there is no data to support a device malfunction.